Event description:
The reporter contacted animas on (B)(6) 2013 indicating a hospitalization for blood glucose levels up to 30 mmol/l with nausea and dizziness. The reporter stated that the elevated blood glucose levels started two days prior and despite bolusing with the pump, the blood glucose levels would not go below 15-20 mmol/l. The reporter indicated that the hospital physician suspected a pump issue related to the patient¿s elevated blood glucose event. The pump was reviewed with the reporter and confirmed that there were no pump alarms related to the complaint, the bolus history showed all boluses were delivered in full, the total daily dose history appeared normal, and the prime amounts appeared appropriate. The reporter was advised that there was no mechanical issues with the pump found during troubleshooting. This report is made based on the allegation that the patient was hospitalized for hyperglycemia associated with an allegation from a health care professional that the pump may have been malfunctioning.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/19/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was observed to be discolored.